Event description:
A valiant stent graft system was selected but not used in the patient for the endovascular treatment of a 9.6 in diameter thoracic abdominal aortic aneurysm. The vessel morphology is not relevant to the event. It was reported that upon opening of this device packaging the flushing port was disconnected from the device. The physician did not use the device in the patient. The patient was treated with another valiant 42x38x150 without issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).the device was returned for evaluation. The event was confirmed; there was a break in the flush port extension. The root cause of the event could not be conclusively determined.